Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 6.5, lab: 4.3; (B)(6) 2011, 3.0, 3.3. Pt has been having a hard time figuring out the right dosage to keep her therapeutic. Doses have been adjusted over the past 2 months.